Event description:
Reference MDR #1036844-2010-00334 for the first event and MDR #1036844-2010-00336 for the third event involving the same pt. It was reported that a second kit was opened and during insertion into the pt's femoral vein, they experienced difficulty with the spring wire guide (swg). As a result, it was removed intact and they noticed it was frayed. There were no reported pt complications, pt injury or death. The delay in therapy is unk.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.